Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to loose battery pins.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio reinstalled the device's battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.